Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to the damaged lcd. A receiver boot test was performed and failed due to lcd damage. Functional tests were not performed due to lcd damage. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.